Event description:
It was reported that the implantable cardiac monitor (icm) was detecting false pause episodes due to undersensing of premature ventricular contractions. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.